Manufacturer narrative:
The medical center discarded all impella pump product at the time of explant. No benchtop analysis to root cause is possible. Should more information be shared that leads to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note the IFU states: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The medical center had an impella cp inserted for hemodynamic support of a patient with cardiac history and electrophysiology intervention. The pump was explanted after just over 6 hours of support due to an access site bleed and associated hematoma. The team had attempted to achieve hemostasis with a femostop and manual hold. The pump was explanted, 3 units of rbcs, 1 unit of ffp, and kcentra, and the team had vascular surgery close the groin site.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the access site bleeding was most likely high patient act values. The failure mode will be monitored and trended.